Event description:
I have been experiencing symptoms linked with the kotex recall, which began right after I finished my period, during which time I used the product. I have been dealing with yellowish vaginal discharge, abdominal pain, vaginal odor, nausea and headaches. However, while the sku # matches the recall product (last 5 digits: (B)(4)), the cart and lot # does not (B)(4). I purchased my tampons during the mentioned dates (B)(6) if not even a day or two before. I am just worried that this recall may need to be extended to include more of the product. Im not sure if I need this box to get tested, but I am trying to get myself into doctor today due to the accompanying abdominal pain with my other bacterial infection symptoms and overall concern for my health and well-being. Dates of use: (B)(6) 2011.